Event description:
The reporter stated that the surgeon was advancing a visian icl (implantable collamer lens) model micl 12.6mm in the cartridge using forceps and a haptic tore. There was no pt contact or injury.

Manufacturer narrative:
Evaluation: work order search. A visual inspection of the returned product shows a portion of a haptic is torn off and missing. There is debris on the lens. A work order search was performed for similar complaints and there were two similar complaints. Conclusions: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge, foam tip plunger and injector were not returned for evaluation.